Manufacturer narrative:
Analysis found lead-to-can external insulation abrasion at 5.2 cm ¿ 5.8 cm from the connector pin. The outer coil was compressed and all four filars were fractured due to bent lead. This fracture is consistent with the observation from the field of high impedance, no capture and no sensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance, no capture and no sensing were observed on the ra lead. Examination of lead noted lead fracture. Lead was successfully capped on (B)(6) 2012. Patient was fine.